Event description:
According to the available information, the patient had a virtue sling implanted in (B)(6) 2023. Reportedly, the patient experienced urgency 15 days post procedure. Urethral erosion was noted on cystoscopy followed by tissue/ urinary tract infection. Additionally, there was displacement/ exposure/ erosion and inflammation. Sepsis developed one month post procedure, and the sling was ultimately removed in (B)(6) 2023. Additional interventions included intravenous antibiotic therapy and bladder drainage with a foley catheter.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.